Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the customer was not able to rewind, the pump got battery failed while changing the battery, and got no motor movement or negligible movement. Retries to free a stuck motor failed. (Pump error 38). Troubleshooting was performed and the customer was able to clear the alarm but was not able to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump failed rewind test due to pump error 38. Unit passed active current measurement and self test. Pump failed sleep current measurement test due to high current caused by moisture damage on the electronic assembly. Unable to perform seating, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38. Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 38, eighteen time, in pump downloaded history on 02/22/2023 starting at 06:46:33.000 due to corroded home switch. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The pump downloaded history confirmed the pump alarmed battery failed alarm, several times, on (B)(6) 2023 starting at 06:47:45.000 due to customer's faulty aa battery. Verified pump alarmed pump error 53 on (B)(6) 2023 at 07:38:38.000 (file number = 2005 line number = 5632) in pump's downloaded history due to a software anomaly. Pump was cut open to perform visual inspection and found¿moisture damage on the pcba 1, pcba 2, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label fading, serial number label stained, end cap address label fading, pillowing keypad overlay and keypad overlay texture damage. Pump error 38 confirmed due to corroded home switch. Rewind anomaly confirmed due to pump error 38. Failed batt test was not confirmed during testing. Pump error 53 confirmed due to software anomaly. Unexpected battery power loss confirmed due to moisture damage on the electronic assembly. Unable to verify customer's high bg complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.